Event description:
This pt had allergan lap band inserted on (B)(6) 2010. She returned to the operating room on (B)(6) 2010 for "blocked band port". She underwent "port exploration and replacement". The removed band was discarded during surgery.